Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump battery could not be charged. Customer¿s blood glucose level was in 200-600 mg/dl range. Elevated blood glucose was addressed with manual injection. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.